Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had noise. More information was requested but not provided.

Event description:
New information noted that right ventricular lead noise was noted again and was reproducible with isometrics. No intervention was performed as the physician opted to continue monitoring the patient. The patient's condition was asymptomatic throughout the event.